Manufacturer narrative:
H3: device evaluation is anticipated but not yet begun. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, following a cesarean delivery, a 'bakri tamponade balloon catheter' was to be used for treatment of postpartum hemorrhage (pph) secondary to uterine atony. The patient experienced an estimated blood loss of 400 ml. Before placing the balloon, the inner and outer packaging was inspected prior to use and found to be intact. Prior to use, balloon integrity was tested by injecting saline solution with leaking noted from the balloon. The user replaced the device with a similar one to complete the procedure and hemostasis was achieved. The total estimated blood loss was 500 ml. The patient did not require any blood transfusions. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. As reported, following a cesarean delivery, a 'bakri tamponade balloon catheter' was to be used for treatment of postpartum hemorrhage (pph) secondary to uterine atony. The patient experienced an estimated blood loss of 400 ml. Before placing the balloon, the inner and outer packaging was inspected prior to use and found to be intact. Prior to use, balloon integrity was tested by injecting saline solution with leaking noted from the balloon. The user replaced the device with a similar one to complete the procedure and hemostasis was achieved. The total estimated blood loss was 500 ml. The patient did not require any blood transfusions. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures. One device was returned for investigation in inner protective packaging without label. A "t" shaped puncture was seen in the balloon material. No tool marks were present. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no related non-conformances reported for this failure mode. A complaint history database search showed one other related complaint associated with the failure mode for the complaint device lot. Due to the individual nature of the manufacturing and inspection process for the devices in the lots, it is unlikely that these events are an indication of device issue within the entire lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, it was concluded that there is no evidence that nonconforming product exists in house or in the field. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." Based upon the available information, inspection of the returned device, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints per the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.